Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements above 150 ohms. Technical services (ts) was consulted and reviewed possible reasons. This rv lead remains in service. No adverse patient effects were reported.